Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board caused no image to display. The specific root cause of the faulty patient board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the screen went black when using an olympus, model series 180 scope with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was a colonoscopy and was completed without delay using the same cv-190 and an olympus, model series 190 scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.